Event description:
Reported the ventilator went vent inop, and alarmed during use. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician confirmed the reported problem due to a flow sensor failure. The service technician replaced the exhalation flow sensor. Extended self testing (est) and performance verification testing was performed on the ventilator, and all tests passed per operating specifications.